Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the bands were glued and would not deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the bands were glued and would not deploy. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.